Event description:
Implanted screws and plate were removed due to patient fall and lack of fusion resulting in broken screw. Plate and all screws were removed excepting the portion of the broken screw that was left in the pedicle of c7.